Manufacturer narrative:
Approximate age of device- 69 days. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient complained that the epc system controller got hot when connected to the power module operation; however, not with batteries. There was no reported adverse impact to the patient. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the system controller being hot when connected to a power module was not able to be determined. The system controller serial was not returned for evaluation. According to the additional information, no equipment was exchanged. A log file provided by the customer was reviewed. The log file contained events recorded from the time stamp of day 53, 21 hours and 41 minutes to day 58, 3 hours and 50 minutes where power cable disconnect alarms were recorded. The recorded information revealed that the system maintained the desired set speed with no interruptions, the recorded power ranged between 4.3-5.8 w, the flow was 3.5-5.2 lpm, and the pi was 4.9-6.6. The IFU cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: correction. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.